Event description:
The user facility reported that the pt's po2 level declined toward the end of a cardio-pulmonary bypass case on a very sick pt (see section b7). The oxygenator unit was not changed out, however, the oxygen flow rate was increased to maintain an arterial oxygen saturation of 100%. In addition, the perfusionist reported observing a small amount of foam at the gas outlet port near the end of the procedure. Add'l event specific info was not available.